Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) exhibited undersensing of qrs during episodes causing false pause detections. It was further reported that the icm was also oversensing. The icm remains in use. No patient complications have been reported as a result of this event.